Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that several of the filter struts had perforated the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from several struts of the ivc filter perforating the ivc wall and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt. <p style="margin: 0in;">product name - </p> <p style="color: rgb(0, 0, 0); margin: 0in;">the initial documents for this patient state that the device was the trapease filter.&nbsp; however, we now have the medical records and the label for the filter.&nbsp; the filter implanted was an optease filter.</p>;.

Event description:
Additional information received per the medical records indicate that the patient has a history of as diabetes, chronic obstructive pulmonary disease (copd), hepatitis c, gastroesophageal reflux, hypertension, smoking, high cholesterol, recurrent history of bilateral pulmonary emboli despite adequate anticoagulation therapy and left lower extremity deep vein thrombosis (dvt). Two days prior to the filter implantation, the patient presented to the emergency department with dizziness, headache and chest pain. A bilateral ultrasound (u/s) of the lower extremities noted non-occlusive thrombus of the left common femoral and proximal superficial femoral veins. A computed tomography (CT) scan of the chest noted multiple bilateral pulmonary emboli, chronic obstructive pulmonary disease with primarily right upper lobe fibrosis (unchanged) and mural thrombus in the proximal aorta was unchanged. According to the implant record, the indication for the filter placement was recurrent history of bilateral pulmonary emboli despite adequate anticoagulation therapy and left lower extremity dvt. A 6-french optease vena cava filter sheath was advanced in the right femoral vein without complications, a venocavogram was performed which showed that the vena cava was opacified which allowed identification of the origin of the renal veins. The filter was then advance and deployed inferior to the lower most renal vein (right renal vein). There were no immediate complications. Approximately one week after the index procedure, the patient presented to the emergency room (ER) with complaints of chest pain. The patient left the ER against medical advice. Approximately six weeks fter the index procedure, the patient returned to the ER with complaints of periumbilical abdominal pain, nausea and diarrhea for two days. The patient was evaluated in the ER and discharged the same day with a diagnosis of abdominal pain, unknown cause. Approximately twelve weeks after the index procedure, the patient presented to the ER with complaints of abdominal pain, nausea and vomiting. The patient was discharged the same day with a diagnosis of moderate enteritis without evidence of bowel perforation or obstruction, cirrhosis with mild ascites and scattered colonic diverticulosis without diverticulitis. Approximately three months after the index procedure, the patient presented with retrosternal chest pain, which worsened when twisting the torso. The patient was evaluated and discharged home the following day with diagnosis of muscular strain.  A computed tomography (CT) scan conducted approximately ten months after the index procedure revealed that the filter was in place and the hardware was intact. The legs of the device protrude beyond the walls of the inferior vena cava (ivc). Moderate vascular calcifications were seen. There was a ventral hernia in the region of the umbilicus with herniation of omental fat only. The opening measures 2 cm left to right. There were also degenerative changes present in the lower lumbar spine. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported event approximately ten months after the index procedure. The patient also reports mental anguish related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1 and h2. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter perforating the ivc wall. The patient reported becoming aware of the issue approximately ten months post implant. The patient also reported mental anguish related to the filter. According to the medical records the patient has a history of as diabetes, chronic obstructive pulmonary disease, hepatitis c, gastroesophageal reflux, hypertension, smoking, high cholesterol, recurrent history of bilateral pulmonary emboli despite adequate anticoagulation therapy and left lower extremity deep vein thrombosis (dvt). Two days prior to the filter implant, the patient presented to the emergency room (ER) with dizziness, headache and chest pain. A bilateral ultrasound (u/s) of the lower extremities noted non-occlusive thrombus of the left common femoral and proximal superficial femoral veins. A computed tomography (CT) scan of the chest noted multiple bilateral pulmonary emboli, chronic obstructive pulmonary disease with primarily right upper lobe fibrosis (unchanged) and mural thrombus in the proximal aorta was unchanged. The indication for the filter placement was recurrent history of bilateral pulmonary emboli despite adequate anticoagulation therapy and left lower extremity dvt. The filter was placed via the right femoral vein and deployed inferior to the lower most renal vein (right renal vein). There were no immediate complications. Prior to deployment a venocavogram was performed which showed that the vena cava was opacified which allowed identification of the origin of the renal veins. Approximately one week post implant, the patient presented to the ER with complaints of chest pain. The patient left the ER against medical advice. Approximately six weeks post implant, the patient returned to the ER with complaints of periumbilical abdominal pain, nausea and diarrhea for two days. The patient was evaluated in the ER and discharged the same day with a diagnosis of abdominal pain, unknown cause. Approximately twelve weeks post implant, the patient presented to the ER with complaints of abdominal pain, nausea and vomiting. The patient was discharged the same day with a diagnosis of moderate enteritis without evidence of bowel perforation or obstruction, cirrhosis with mild ascites and scattered colonic diverticulosis without diverticulitis. Approximately three months post implant, the patient presented with retrosternal chest pain, which worsened when twisting the torso. The patient was evaluated and discharged home the following day with diagnosis of muscular strain. A CT scan conducted approximately ten months post implant revealed that the filter was in place and the hardware was intact. The legs of the device protrude beyond the walls of the inferior vena cava (ivc). Moderate vascular calcifications were seen. There was a ventral hernia in the region of the umbilicus with herniation of omental fat only. The opening measures 2 cm left to right. There were also degenerative changes present in the lower lumbar spine. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.